Event description:
It was reported that the customer was sitting on his insulin pump and received an error. When he looked at his insulin pump, he noticed it was in another language. He could not set the insulin pump back to english. His blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No further tests could be performed due to unresponsive act button. The insulin pump was also received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.